Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had seen maybe 50% improvement on their symptoms since implant, but they were not completely voiding their bladder. The patient stated they can urinate and then 10 minutes later they have to urinate again because they feel they still have urine left. Patient said they would like to know more information about the utilization of the different programs. Agent reviewed information about programs and redirected patient to their healthcare provider (hcp) to further address the issue. The patient mentioned they had an appointment with their doctor in (B)(6). The patient also mentioned they were told they would be contacted by a manufacturer representative (rep) but have not heard from anyone. Agent sent email to rep requesting a callback.